Event description:
Report received from abbott international (abbott-belgium) which states, "patient receiving post-op pain relief epidurally via apm pump. When power supply was inserted into pump, the lockbox (containing pump and drug container) got dislodged and the lockbox and pump assembly dropped into the patient's face. The pole clamp does not stay locked into its housing." Received the following additional information: "indication for surgery-orthopedic (replacement hip.) Patient harm: flesh wound and hematoma (no diagnostic tests): ice and steri-strip as intervention." Additional patient information was requested, but no further information was available.